Manufacturer narrative:
The immucor laboratory tested retention product on 24mar2017, which performed as expected. Immucor technical support used a remote electronic connection method to assess the instrument test wells in question on 23mar2017, and determined that those test wells in question were visually negative with no red blood cell adherence.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.